Manufacturer narrative:
Additional information was received that the patient's scs was not working due to a multilevel lead migration which caused the patient to have inadequate pain relief. It was noted that the patient's bad knee issues and frequent falls were not device related according to the physician. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing worsening pain. It was also noted that the spinal cord stimulator was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4).

Event description:
A report was received that the patient was experiencing worsening pain. It was also noted that the spinal cord stimulator was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening pain. It was also noted that the spinal cord stimulator was not working. The patient will undergo an explant procedure.